Manufacturer narrative:
H3, h6: the device was intended to be used in treatment and was returned for investigation along with log files. It was reported that while the system was booting up, it suddenly stopped and presented an error code (80000). The unit was shut down and rebooted successfully. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. We could confirm there was a relationship established between the reported event and the device. The error code 80000 has previously been found to indicate hard drive failure. Review of the log files revealed that there was a read failure with the one of the hard drives and it needs to be replaced. This is an issue that occurs over time with use. The root cause was established to be expected wear/tear.

Event description:
It was reported that while the system was booting up, it suddenly stopped and presented an error code= 80000. The unit was shut down and re-booted successfully. No patient involved. The investigation found there was a problem with one of the hard drives.